Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricle (lv) lead. The ra lead and rv lead was explanted and replaced to resolve the event. Insulation abrasion was observed on the ra lead and the rv lead, suspected to be due to the leads rubbing together. The patient was in stable condition.